Manufacturer narrative:
The device was discarded. All affected customers were notified via a device info letter dated 9/20/07.

Event description:
User facility mandatory medwatch received that stated: "at the start of colonoscopy, the crna was unable to regulate the volume of fluid using the roller clamp contained on the IV set. The set was either 'wide open' or 'closed tight' and therefore, regulated flow could not be achieved using the roller clamp. The crna was forced to manually open and close the clamp in order to control the fluid flow. Upon investigation, it was learned that other crna's, nurses, and other staff members have experienced difficulties in regulating solution flow with the new design of the roller clamp. In speaking with hospira, we learned that there have been multiple other product complaints from other facilities regarding this new design of roller clamps." Additionally it was stated that, "please note that similar event have happened with other pts and had not been reported." Upon further query, the following info was received that indicated a general report of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing set was being used to deliver unspecified medications. The customer contact reported that the nurse had difficulty manually regulating the flow using the cair clamp. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.